Event description:
It was reported that the device was at elective replacement indicator (eri) or had an electrical reset. It was also reported that the patient is programmed to vvi 65ppm, but was vvir due to atrial fibrillation. It was further reported that if the device is not at eri, the device will be reprogrammed and patient followed as normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.